Event description:
Case description: this spontaneous report was received from a us physician and concerns a patient. The patient was subdermally injected with radiesse for the treatment of acne scarring (off label use of device), on (B)(6) 2025. Radiesse was hyperdiluted in 1:1 ratio. Injection was done using a cannula. On (B)(6) 2025, after the radiesse injection, the patient experienced a vascular occlusion in their right cheek. When the reporter noticed blanching of the skin, the reporter immediately followed the published van loghem vascular occlusion (vo) recommendation for treatment. The patient continued to improve and reporter believed that they were in a good shape. Due to the provided information, the outcome of the event was considered as resolving.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse. The reported blanching of the skin was considered to be a symptom of the reported vascular occlusion and therefore was not coded. Off label use of device was coded only for formal reasons. Injection for acne scarring is no approved indication for radiesse in us. Possible confounding factor in this case includes injection into scar tissue, as the currently valid us instructions for use leaflet of radiesse cautions that scar tissue may be difficult or impossible to treat and to avoid passing through those tissue types if possible. Nevertheless, information provided was sparse and the reported event can occur after the treatment with radiesse. Causality for the reported event is therefore assessed as possibly related to the treatment with radiesse. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.